Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced because of inability to sense r-waves or capture the heart in the bipolar configuration and had elevated thresholds in the unipolar configuration and low pacing impedance. No patient complications have been reported as a result of this event.